Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap cholecystectomy procedure, the device would not hold the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient.